Event description:
It was reported that the lead was fractured and upon removal appeared to damage the vessel.

Manufacturer narrative:
Final analysis found insulation abrasions at 81.5 cm and 82.5 cm from the connector. The two proximal cables were fractured at 81.5 cm and the distal coil was exposed in the same area.